Event description:
It was reported that the lead was explanted due to consistent diaphragmatic stimulation when ventricular pacing. Suspected lead fracture was also noted. There were no complications during the surgical procedure and patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.